Manufacturer narrative:
In the event that additional information is received a follow-up report will be submitted. Results of investigation: the carefusion field service representative evaluated the unit and found that the power supply was causing the battery status light to flash. The representative changed both power supplies and the batteries. The unit worked to manufacturer specifications. The defective power supply will be returned to the manufacturer for further analysis. (B)(4).

Event description:
The customer reported that the ventilator's dc (direct current) status light is blinking and when the vent is disconnected from ac (alternating current) the unit will not run on the batteries. The vent was being placed on a patient and with the light blinking it was decided to pull the vent and put the patient on another vent. There was no patient harm reported.

Manufacturer narrative:
Results of investigation: the (B)(4) power supply was returned to carefusion¿s failure analysis laboratory. An investigation was performed on (B)(6) 2016 and the unit shut down after switch from ac (alternating current) to dc (direct current). Fuse 301 was replaced and dc operation was restored. The power supply was stressed until the battery was drained, powered and cycled on and off, and external heat source was applied. There was no failure found after the fuse was replaced. The root cause of the reported issue was due to a blown fuse 301. The (B)(4) battery was returned to carefusion¿s failure analysis laboratory. An investigation was performed on (B)(6) 2016 without charging the batteries and the unit ran longer than the prescribed hour without failure. The issue could not duplicated as the battery was not the cause of the battery status light to flash.